Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had frequent sudden power down without warning and loosed battery cap. No harm requiring medical intervention was reported. Customer stated that insulin pump rejected batteries and belt clip was broken. Troubleshooting was declined. The device will not be returned for analysis.